Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the expiratory flow sensor diaphragm was stuck to the top of the housing. The distributor recommended to the hospital to replace the flow sensor.

Event description:
The hospital reported that, during the preoperative checkout, it was noted that tidal volume was not displayed. There was no report of patient involvement.